Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt received a device exchange for pump thrombosis on (B)(6) 2014. The log file showed multiple pl events recorded during the 2 hour length of the event log.